Event description:
Pt's mother reported pt's insulin cartridge is leaky. Mother stated the pt has used insulin cartridges from a different box and there has not been any insulin in the cartridge compartment of the infusion device. Mother reported with cartridges from this lot, it smells of insulin in the cartridge compartment and moisture is visible. Mother stated the pt has used only 2-3 cartridges from this box and every time there is moisture in the cartridge compartment. Mother reported the pt has then taken a cartridge from another box and then there is no issue with moisture outside of the insulin cartridge. Mother stated there is no visible damage to unused cartridges. No further info is provided. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.